Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise that resulted in pacing inhibition. Impedance measurements were noted to be high but still within range. A revision procedure was performed and this lead was surgically abandoned. No additional adverse patient effects were reported.